Manufacturer narrative:
Consumer reported that the time of loss in relation to implantation was before prosthetic restoration, consumer also reported peri-implantitis, inadequate bone quality / quantity, consumer also reports that there was a previous bone augmentation date was (B)(6) 2021. At the time of the implant failure there was fistula & mobility concerns.

Event description:
Consumer reported that the time of loss in relation to implantation was before prosthetic restoration, consumer also reported peri-implantitis, inadequate bone quality / quantity, consumer also reports that there was a previous bone augmentation date was (B)(6) 2021. At the time of the implant failure there was fistula & mobility concerns.